Event description:
My allergan textured implant started leaking. Probably after a mammography to investigate a bump. I started to become very ill shortly after the mammography. I was in such terrible condition I could not work or take care of my son. My implants were removed. The pain caused by the thick capsule is gone but unfortunately I am stuck with the other symptoms. Asa syndrome was diagnosed and it seems to be irreversible. FDA safety report ID# (B)(4).